Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 202 mg/dl and sensor glucose was 42 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 49 mg/dl and suspend on low limit in sensor settings was 90 mg/dl. The insulin pump and sensor will not be returned for analysis.